Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. It was noted that during the time of bleeding, the activated clotting time (act) value was 233 which is above the recommended range during the use of impella. The root cause of access site bleeding was determined to be anticoagulation management because the act were not maintained in the recommended therapeutic range during the time of bleeding.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient had an impella cp pump placed via the axillary artery for cardiogenic shock. There was an access site bleed at the axillary that prompted two units of blood to be given to the patient. The next day the family/medical team made the choice to withdraw care and the patient expired.